Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. (B)(4)

Event description:
The healthcare provider (hcp) reported that the patient had a loss of stimulation. The patient reported to the hcp that the therapy did not help anymore and they experienced pain in their legs. The hcp stated that the patient fell and broke her clavicle. The hcp felt that the fall caused the loss of stimulation and the therapy not to help anymore. The hcp would like the device checked by the manufacturing representative and are working to fit in the patient for an appointment. The patient's relevant medical history reported was chronic low back pain and spinal pain. No interventions or outcome was known. Follow up was conducted to obtain this information. If additional information is received a follow up report will be sent.